Event description:
It was reported, during surgery of an unstable proximal femur case, a sub trochanteric fracture occurred during nail insertion. The surgeon then replaced it with a gamma3 long nail that had been placed in the hospital.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - please refer to to d4 lot # and h6 (device & method) codes. The reported event could not be confirmed, since the affected device was not returned and other evidence were not shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information such as patient medical records must be available in order to determine the root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, during surgery of a unstable proximal femur case, a sub trochanteric fracture occurred during nail insertion. The surgeon then replaced it with a gamma3 long nail that had been placed in the hospital.